Manufacturer narrative:
The customer's complaint was duplicated during quality investigation testing. Further investigation revealed corrosion damage to the driveshaft, the potted trigger and the bearing. The motor assembly was identified as the probable cause of the failure. The faulty parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker core universal driver was sent in for repair because it was getting hot during testing in preparation for a procedure. No adverse consequence was reported; the procedure was successfully completed with another device.